Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside the pt at 84,256 joules of use; the cap was retrieved using forceps. The procedure was completed using a second fiber. There was no report of injury.